Event description:
Boston scientific received information that this right atrial (ra) lead is believed to be fractured. The device was interrogated and noted that the impedances were greater than 2000 ohms while laying flat, and when the patient sat up, the impedances were normal. There was also noise which was unable to be recreated. The physician plans to replace the lead and upgrade the device but wants to leave as is for now. No reprogramming was done. As of now, both remain implanted. To date, no adverse patient effects have been reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.